Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent loss of capture along with high capture thresholds on the right ventricular (rv) lead. Reprogramming settings were discussed and recommended. Eventually, reprogramming efforts were performed. At this time, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent loss of capture along with high capture thresholds on the right ventricular (rv) lead. Reprogramming settings were discussed and recommended. Eventually, reprogramming efforts were performed. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.